Event description:
Boston scientific-target was notified that the procedure being performed was "ccf" and when the physician exchanged the fastracker-18 mx infusion catheter to the renegade-18, both devices got air-leakage in themselves, continuous flushing was being performed. Moreover, the patient's artery also got slight air. Thus the patient's electrocardiogram deteriorated rapidly. The patient is now in good condition. According to the sales rep. This issue might have been caused by the continuous flushing.